Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject stent deployed partially during the procedure. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, there was no resistance when advancing the stent system within the guide catheter, and the rhv was tightened and secured to keep the system in place before inserting the stent into the body. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure resistance was felt and the physician was unable to advance or pull back the subject stent. When it was removed with force the subject stent deployed partially. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure resistance was felt and the physician was unable to advance or pull back the subject stent. When it was removed with force the subject stent deployed partially. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.